Manufacturer narrative:
Serial number was not provided by the customer.

Event description:
It was reported to philips that the device reboots when the charge button is pressed. There was no reported patient involvement/adverse patient impact.